Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The button function was tested successfully and comply with the specifications. There is no audible feedback as a result of the contamination inside the buttons.

Event description:
On (B)(6) 2013, patient reported the up button on the infusion device works intermittently and the protective rubber has peeled off. The infusion device was not dropped on a hard surface. The button is not flat and does not produce an audible sound when pressed. She has used this infusion device since 2007. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.